Event description:
The pt has two leads with the same lot number. It was reported the pt is not receiving effective stimulation in her right foot. The physician plans to undertake a trial procedure to try to provide coverage to the right foot and then will determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.